Event description:
There was an event where some bleeding occurred during an inspire implant. Caller stated that the surgeon applied pressure and tied up some vessels which took approximately 30 minutes to stop the bleeding; "other than that the implant went well and the pt is doing well." Caller noted that the event occurred at (B)(6) hospital and they did file an mor on this as well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).